Event description:
Crystal cannula inserted to right shoulder. Camera visualized "chip" of cannula missing. Small plastic chip found in shoulder and removed. All pieces of the cannula removed from the surgical field. Patient remained stable throughout the event. No new orders received.